Event description:
It was reported that when the pressure guidewire was removed from the pt, it was observed that the pressure guidewire was stretched at the sensor area. No resistance was felt during the procedure. The lesion characteristics are unk. It was further reported that the tip of the pressure guidewire was shaped. The procedure was completed with the new guidewire of the same model. There was no pt injury and no adverse events reported.

Manufacturer narrative:
(B)(4). The complaint device has not been received by the manufacturer so a device evaluation has not been performed yet. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the manufacturer's investigation is completed.